Event description:
Alleged the brake is not holding.

Manufacturer narrative:
The facilities maintenance found the rocker link and connecting rod were broken at the head end of the stretcher. The facility used a rocker link kit to repair the stretcher.